Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillators battery is not charging. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery was not charging. The fse evaluated the device onsite. The battery was replaced, the device passed all testing, and was returned to use. The device remains at the customer site and no further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after replacing the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.